Event description:
Additional information received reporting the hemolysis was resolved with repositioning. The pump was discarded.

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
Corrected information has been provided in b1 product problem was inadvertently omitted in error from initial and has now been provided. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 83-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical condition consistent with scai shock stage e) was supported with an impella cp (pump 1) implanted via the right femoral artery on (B)(6) 2026 at 13:30, followed by an impella rp flex (pump 2) implanted via the left femoral vein on (B)(6) 2026 at 04:40. Hemolysis was identified after initiation of impella support. Based on the information available, hemolysis occurred following impella support in a critically ill patient with advanced cardiogenic shock; however, there is insufficient evidence to establish a causal relationship between the impella devices and the reported hemolysis. Device involvement and failure mode remain undetermined. Further assessment is pending review of downloaded console data, if available. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and more likely due to underlying critical clinical condition as the patient presented in scai shock stage e.